Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 120 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. Customer treated based of the sensor glucose reading and had a low blood glucose event. Customer's blood glucose reading was 58 mg/dl and had to seek medical assistance for treatment. Customer was treated with food. No low blood glucose troubleshooting was performed. The insulin pump is not expected to return for analysis.